Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported repeated restart alerts during a meal announcement, with insulin delivery stopping after about 10% of the meal dose. The user attempted troubleshooting and supply changes, but the alerts persisted. A highest blood glucose of 519 mg/dl was reported, and the user reverted to mdi until a replacement ilet was arranged. No medical intervention was required.